Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer noted control recovery for t-uptake was drifting low and had t- uptake patient results which did not compare well since (B) (6) 2010. She repeated five patient samples, results for three of the samples were discrepant. (Dates of testing were unknown): patient 1, initial result 0.546, repeated (same analyzer, different measuring cell) gave 0.903 tbi. Patient 2, initial result 0.282, repeated (same analyzer, different measuring cell) gave 0.971 tbi. Patient 3, initial result 0.412, repeated (same analyzer, different measuring cell) gave 1.04 tbi. Erroneous results were not reported. No patients received improper treatment nor were they denied treatment as a result of this issue. T-uptake reagent lot was 15565001. The field service representative determined the measuring cell was the cause. He first performed a flow path cleaning and then replaced the measuring cell. To verify analyzer operation the field service representative ran performance tests which were within specification.